Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate) was confirmed. As received, the belt would not communicate with a test monitor. Upon eval, the orange (+5v) wire was open inside the trunk cable. In addition, the j702 connector on the distribution node (dn) pca board was damaged. The cause of the inability to communicate is the open wire and damaged j702 connector. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged wire and connector.

Event description:
A zoll distributor returned an electrode belt indicating that it would not communicate with a test monitor.